Manufacturer narrative:
The axium prime coil (model: apb-1.5-2-hx-es lot: a583676) was returned for analysis. The introducer sheath was found correctly assembled on the pusher with the wavelock at the proximal end. No damages or irregularities were found with the introducer sheath or axium prime pusher. The axium prime implant coil was found to be stretched and broken within the introducer sheath. The axium prime implant coil was advanced out from within the introducer sheath with no resistance encountered. The implant coil was confirmed to be stretched and broken with the polypropylene filament also broken. The axium prime implant coil tip od (outer diameter) could not be measured as the broken implant coil was not returned for analysis. The introducer sheath ID (inner diameter) was measured and found to be 0.0180¿ (0.4572mm) which is within specification (specification: 0.46mm ± 0.02mm). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/ stuck in sheath¿ could not be confirmed as the implant coil was broken and not returned. The implant coil was found broken/stretched. There were no reported issues pushing the axium prime implant coil from within the introducer sheath during preparation per IFU. Therefore, it is possible the implant coil became damaged when retracting the implant coil following hydration or due to improper hubbing technique (over tightening of the rhv or introducer sheath not fully seated within the hub) subsequently causing the implant coil to become stuck. Advancing/retracting the coil against resistance would result in damage to the implant. There is no indication that the event is related to a manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician was placing axium prime coils through a headway duo catheter. The third of the six coils used would not advance smoothly out of the introducer sheath into the hub of the microcatheter. A different coil was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of neurovascular abnormalities - epistaxsis. It was noted the patient's blood flow and vessel tortuosity were normal.